Manufacturer narrative:
The insulin pump was received with motor error alarm during basic occlusion test and unable to prime at 4.0 lbs during prime test due to faulty force sensor resistor. Motor passed motor test. Drive/motor was inspected and no drive/motor anomaly was noted. Unable to perform excessive no delivery test, basic occlusion test or occlusion test due to motor error alarm. The insulin pump was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. The insulin pump was received with minor scratched lcd window and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump alarmed motor error and drive error . The customer's blood glucose level was unknown at the time of the incident. There was no indication of troubleshooting or the issue being resolved. The insulin pump will be returned for analysis.